Event description:
Cook larger size airway exchange catheter placed into mallinskodt 41 fr left broncho-cath endotracheal tube: pushed past first biforcation catheter too large to move forward; when pulled back part piece of the catheter is peeled away & left in the ett & fell into pt's airway; was retrieved. This can be easily replicated outside pt.